Event description:
During implantation, a 26mm asd device was placed in the correct position. The device was unscrewed from the delivery cable; however, the cable would not release the device. Half of the device was pulled into the delivery catheter by pulling the cable, but the cable pulled loose from the device, and the device embolized into the left ventricle. An unsuccessful attempt to retrieve the device with special equipment was made for approx 15 minutes. The pt was transferred to the or, for retrieval of the device and repair of the atrial septal defect with no complications.